Event description:
Bd safety glide injection needle was attached to prefilled syringe of vaccine. After injection completed and upon withdrawing syringe/needle from pt, the needle (only) remained in the left thigh of the pt and unattached to the safety glide apparatus. The needle was removed by hand and no injury occurred to the pt. This was reported to the manufacturer.